Event description:
Originally returned for repair, reported as "mis-firing". Upon evaluation device was found to form straight shots.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. We will submit a follow up report upon completion of evaluation.